Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h3, h6, and h10 complaint conclusion: as reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was missing. There was no reported patient injury. A non-cordis sheath was used. The user shuttled down completely. There was no resistance when shuttling down and no unusual force applied when retracting the sheath. The device was not returned for evaluation as was initially reported. The reported event of ¿advancer tube-missing advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the missing advancer tube event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, procedural/handling factors are possible, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitely stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the advancer tube appearing to be missing. Based on the information available for review, there is no indication that the reported failure may be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was missing. There was no reported patient injury. A non cordis sheath was used. The user shuttled down completely. There was no resistance when shuttling down and no unusual force applied when retracting the sheath. The device was not returned for evaluation as was initially reported.

Event description:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was missing. There was no reported patient injury. A non cordis sheath was used. The user shuttled down completely. There was no resistance when shuttling down and no unusual force applied when retracting the sheath. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.